Event description:
A wound care nurse reported that when she opened a new dressing package of aquacel ag extra there was a piece of red tape stuck onto the dressing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.